Event description:
Clinic notes received for patient referral. Patient is referred to surgeon given the pain she is having with device firing, and for evaluation for potential battery replacement. Notes mention over the past month she has had more pain when vns fires. She feels more tension in her neck. Her device was initially implanted in 2012 and she has not had a battery replacement since then. The patient stated she could feel stimulation in her neck which caused dyspnea. The doctor relieved the pain in the patient's neck with his programming system. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient& generator was replaced. The explanted m103 was discarded following the case.